Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured on the lateral side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional fractured. No complications or delays reported.